Event description:
It was reported that bd insyte autog bc foreign matter on catheter tip. The following information was provided by the initial reporter: has a small residual plastic at the end/tip of the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: the complaint of material at the tip of the catheter was confirmed from the photograph that was provided by the complainant. The photo showed a 22 g insyte autoguard bc catheter that had been removed from the needle. No evidence of use was noted from the photograph. The photo showed a piece of light-colored material, which was consistent with dry lubrication, extending from the tip of the catheter. The source and composition of the material could not be determined from the photo. The material extending from the catheter was not present on the physical sample that was provided for investigation; however, what appeared to be dry lubrication was observed to be coating the external surface of the catheter near the tip. The catheter appeared to have a rough surface near the tip. It was likely excess lubrication that cause the reported issue. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.